Event description:
This patient had a 10mm amplatzer septal occluder (aso) implanted on (B)(6) 2013 and was readmitted to the hospital as the aso was discovered on a routine echo follow-up to have embolized into the descending thoracic aorta. The patient was not unwell or symptomatic. The aso was percutaneously retrieved and a 25mm amplatzer pfo occluder was implanted.

Manufacturer narrative:
St. Jude medical could not evaluate the aso involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.